Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user at a nursing home tried to insert the catheter but the balloon would not inflate. The user attempted to inflate the catheter in his hand but would not inflate. Another catheter was used. Patient has not been injured by the event.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this device is not sold in the united states and therefore is not reportable in the united states.